Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery, a surgeon reported the patient experienced a refractive surprise of seven diopters. The surgeon exchanged the lens for another of a different model.

Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen container labeled (B)(6) and with patient details blacked out with marker. The following data/date is also scribed on the label; (B)(6) 15 @ 16.20. The iol is immersed in blood and solution. The optic is cut approximately 3/4 through the center of the optic., the optical resolution is unclear due to this optic damage; however, the focal length reading is 25.93mm equaling a 15.5 diopter. Results from the product history record review indicated the product met release criteria. Root cause: based on the information provided (both iols implanted at the same facility and on the same day) and the evaluation of the returned iol (15.5d which matches the diopter of the iol in qs 226321), it is highly likely that both iols (sn: (B)(4), sn60wf, 15.5d & sn: (B)(4), sn60wf, 26.0d) were prepped together and subsequently mixed-up at (B)(6). Based on these investigation findings, the root cause is highly likely to be a facility related issue and both iols did not contribute to the events. Based on the results from the product and batch history record, the product met release criteria. (B)(4).